Event description:
In (B)(6) 2011, I purchased coopervision frequency 55 toric contact lenses from (B)(6). Shortly after lens was inserted into eye, I began to experience discomfort and cloudy vision. I immediately removed lens and symptoms persisted for approximately 1 hour. Next day, I tried another new lens (same lot #). Same symptoms occurred. Shortly thereafter, I contacted (B)(6) for replacement of product and requested a different lot # be sent as a replacement. Unfortunately, same lot # was sent as replacement. Tried one lens from this replacement box. Again, same symptoms occurred. I have been in contact with coopervision. However, coopervison denies any problem / recall associated with the frequency 55 toric lenses. After 3 identical experiences with these lenses it is evident that there is in-fact a problem with these lenses, in particular lot # 3725000607, exp. 2014/12 and should be investigated and possibly added to coopervision's recall of its other contact lenses - avaira toric. I have held onto the lenses until I obtained a refund from (B)(6). I will be sending them back to (B)(6) shortly so they may ship them to coopervision for product testing. Records indicate that I experienced this issue and notified (B)(6) long before I was aware of the recent announcement of coopervision's recall of its avaira toric lenses. (B)(6).